Event description:
It was reported by service report that the back rest could not be raised or locked into place to support a patient upright. No patient involvement or adverse consequences are reported.